Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing no aspiration during surgery. The connections and settings were checked and noted that the handpiece didn't sound right when tuning. There was no patient impact. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the event occurred during cataract surgery, left eye. The case was extended 20 minutes.

Manufacturer narrative:
Five handpieces (hp) were examined and the reported event was not replicated. The company representative did not observe any nonconformities. The system was tested and found to meet product specifications. A review of the manufacturing records for all 5 of the customer¿s hps were reviewed and based on qa assessment, the hps met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).